Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the clinician performed a self-test function on the defibrillator using the test plug (30j) and a buzzing current, from left hand down to left foot, was felt by the patient when reattaching the pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing including electrical tests and hipot/leakage tests without duplicating the report. The pads used during the event were not return for evaluation. Review of the device log found no evidence of the report. There is no indication in the log that a second discharge occurred after the shorted 30 joule test. The device was recertified and returned to the customer. No trend is associated with reports of this type.